Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient had difficulty night driving. Multifocal intolerance. The iol was exchanged in a secondary procedure following the initial procedure. No patient harm. Product available for return. Additional information was requested and received that surgeon did pars plana vitrectomy in addition to iol exchange.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Both pieces are adhered to each other by solution. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).